Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial report. The following verbiage was inadvertently left off of the initial report: per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. The customer does know when the foreign material adhered to the nozzle, but does not know if it was used during a procedure. It is unknown if the air/water nozzle is flushed with detergent solution, but it was immersed in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it although it can be presumed that it remained in the channel since the reprocessing deviated from the instruction manual the event can be detected/prevented by following the inspection method in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ of the instruction manual: "[inspection of the endoscope] 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Inspection of the instrument channel] 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath had a crack and chip; the channel tube had a scratch; and the plastic distal end cover had a burn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the forceps on the evis lucera elite gastrointestinal videoscope could not be inserted or removed. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the channel tube had residual foreign material. The foreign material remained in the channel tube, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the channel tube noted at estimation.